Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a replace battery alert without a low battery alert and unexpected battery power loss alarm. The customer¿s blood glucose level was 195 mg/dl. The customer stated the type of battery in use was alkaline. The customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer stated that they were able to clear the power loss alarm and rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.